Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral intervention procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. A sheath was placed and eventually manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.